Event description:
It has been alleged by the customer that there is a weak point on the black plastic back support which cracked and could cause patient support issues. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It has been alleged by the customer that there is a weak point on the black plastic back support which cracked and could cause patient support issues. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.